Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set had air. The following information was received by the initial reporter with the following verbatim: it was reported by customer that the secondary infusion delivery with reported observations of remaining secondary medication, the pump pulling from the primary bag, and significant chemotherapy infusion delays. Nursing aware of location of air in line sensor, but stated they do experience air in line alarms well into the infusion with some of the bubblier chemotherapy infusions.